Event description:
It was reported that, the final tibial impactor could not be separated from the handle. The surgeon just used another impactor.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.